Event description:
This thermometer is dangerously inaccurate. We purchased it to take our son's temp when we were traveling and did not have our regular thermometer with us - this was the only one available in the local drug store at that moment. Our son was hot to the touch, yet the thermometer reported a low temp of 98.5. When we got home the following day, he was still warm, we used our regular thermometer and his temp was 102.5. This thermometer reported 98.1. (B)(4).